Event description:
It was reported when using the pyxis medstation es system, the screen was unresponsive, and the station could not be utilized. The customer reported that the issue arose while the medication was being dispensed to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue has already been addressed. Technical support specialist reached out to customers, who confirmed that after rebooting the station, the medapp successfully launched and the issue was resolved. The system functioned as intended after the technical support specialist checked the device.